Manufacturer narrative:
4307 - the original equipment manufacturer (OEM) received the high resolution stereo viewer (hrsv) involved with this complaint and completed the device evaluation. Failure analysis investigation was able to replicate/confirm the reported issue. The unit was installed into an in-house system and tested. Upon power-up, there was no video on the monitor. The issue was determined to be caused by an electrical/fiber optic issue with the integrated circuit (ic).

Manufacturer narrative:
Isi has received the hrsv and pmsc involved with this complaint and completed the device evaluation for only the pmsc board at the time of this report. Failure analysis investigation was able to replicate the reported issue. The board was installed into an in-house system and tested. The image in the right eye was noted to be black and the right surgeon console leaf (scl) failed. A visual inspection was performed and all 4 dvi ports were found to be damaged. The device evaluation has not been completed at this time for the hrsv. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when the product is evaluated and/ or if additional information is received. The complaint is being reported due to the following: during a da vinci-assisted partial nephrectomy procedure, the right channel of the ssc was black and the procedure had to be converted to open surgery. While there was no report of any patient harm, adverse outcome, or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, the image in the right channel of the surgeon side console (ssc) was black. The image on the vision side cart (vsc) touchscreen monitor was perfect in both channels. An intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer to perform an emergency power off (epo) and reconnect the blue fiber cable on the ssc. After doing so and restarting the system, the issue persisted. The right channel was completely black with some stripes on the screen. Tse reviewed the logs and could not find any relevant errors. The surgeon decided to convert the procedure to open surgery. There was no reported adverse effect, harm, or outcome to the patient. Isi contacted the surgeon and obtained additional information regarding the reported issue: the system was checked prior to starting the procedure. The issue occurred while the surgeon was performing an unspecified surgical task, but the issue did not result in any adverse effect to the patient. The open surgery was able to be completed successfully with no complications to the patient; however, the surgical procedure was delayed about 60 minutes as a result of the reported issue. The patient has been discharged. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse swapped out the digital video interface (dvi) cables on the high resolution stereo viewer (hrsv) monitor and the personality module surgeon console (pmsc) board, but the issue persisted. Therefore, the hrsv and pmsc board were replaced to resolve the reported issue. Following service, the system was tested and verified as ready for use.